Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The outer silicone jacket and clear bionate layers were removed to examine the underlying wires. No evidence of mechanical damage or breakdown of the wire insulation. The returned portion of the driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Analysis of the submitted log file data confirmed that the system controller was placed on permanent silence mode for the driveline fault alarm. Based on the manufacturer¿s previous complaint experience, the data recorded in the patient¿s system controller event history appeared consistent with a potential driveline issue; however, no driveline wire damage was confirmed during the evaluation of the returned external portion of the driveline. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017, that a driveline fault alarm was produced by the system controller. The system controller was exchanged; however, the driveline fault alarm did not resolve post-exchange. The system controller log file reviewed by the manufacturer¿s technical services representative revealed possible driveline compromise. A distal end percutaneous lead (driveline) replacement was performed, and continuity testing did not indicate any broken wires post-replacement. Log file analysis post-replacement revealed continued potential compromise to one phase of the driveline; however, the logfile did not show any interruptions to lvad support or any abnormal lvad parameters. The patient was asymptomatic. No additional information was provided.